Event description:
Surgeon had used preclude dura substitute to close following a chiar: syndrome decompression. Approximately one month postoperatively surgeon reoperated to find cerebrospinal fluid leakage at all of the suture holes. He explanted the preclude dura substitute and used a piece of tutoplast to close this second time. The surgeon stated that the pt developed meningitis from the leak; also a shunt infection occurred which required shunt revision.